Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited a sudden drop in expected remaining battery longevity. The physician decided this device should be replaced and explanted this device. Another device was implanted to complete this procedure. Subsequent data analysis did not identify any anomalies in power consumption. Additional information has been requested but was not provided at this time. This device has not been returned at this time. No additional adverse patient effects were reported.